Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump was under delivering. Customer¿s blood glucose was 300 mg/dl at the time of incident. Current blood glucose level was 265 mg/dl. There was no air bubble and leak. Drive support cap was normal. Customer was alleging for under delivery because customer had high blood glucose and it was not going down. The insulin pump will not be returned for analysis